Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode during a routine check. Additionally, it was noted that the right atrial lead exhibited loss of capture. A revision procedure was performed and both products were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations. The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode during a routine check. Additionally, it was noted that the right atrial lead exhibited loss of capture. A revision procedure was performed and both products were explanted and replaced. No additional adverse patient effects were reported.